Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. H6: investigation findings - 3211 is based upon evaluation of user facility information and the returned sample; 213 is based upon the dimension testing of the returned sample. One used 8fr angio-seal vip was received for product evaluation. The arteriotomy locator was returned mated with the hemostasis sheath. The sealed polyfoil pouch, guidewire and header bag were returned as well. Visual inspection revealed that the arteriotomy locator was found to be properly mated with the hemostasis sheath. There was a kink observed on the sheath and locator assembly at the blood inlet holes. Transition from locator to the sheath was normal. No other visual anomalies were noted that with the returned components. For dimension testing, the outer diameter of the arteriotomy locator was measured be 0.106'' and which was within the specification of 0.106" +0.002/-0.001. The outer diameter of the sheath was measured to be 0.129'' which was within the specification of 0.128" +/-0.005". All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. Based on the evaluation, the complaint could be confirmed for kinked components. The kink that was observed on the assembly indicates likely application of a compressive and tensile forces applied to the locator/sheath assembly while assembling together or insertion into the patient's arteriotomy. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician successfully punctured the right femoral artery with the involved angio-seal device. The 6f sheath was inserted, and 3000 units of heparin were given. The treatment was performed according to coronary angiographic results. After the operation, the physician would be used to seal off the puncture site. When he opened the wrapper, he found that the sheath was folded. The physician decided to change a new one and finished the operation. The patient was in stable condition. There was no patient injury, medical/surgical intervention required. Additional information was received on 23september2020: subject component only identified as sheath.